Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and is unable to bear weight after revision surgery.

Manufacturer narrative:
Medical product: zimmer segmental femoral component catalog #: 00-5850-013-01 lot #: ni, zimmer nexgen rhk tibial plate catalog #: 00-5880-003-00 lot #: 61762214, zimmer nexgen offset stem extension catalog #: 00-5988-020-13 lot #: 61818191, zimmer nexgen tm tibial cone catalog #: 00-5450-059-05 lot #: 61626525. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This is report 2 of 4 for this patient. See also 0001822565-2016-01588-2, 0001822565-2016-01590-1, and 0001822565-2016-01591-1 no devices were received; therefore the condition of the components is unknown. Review of the device history records for the stem extension used with the tibial component identified no deviations or anomalies. Review of the device history records for the tibial component identified one anomaly during the bore, thread, and deburr taper step (operation 600) and one anomaly during the group subcomponents step (operation 8500). One unit was found to be out of tolerance when compared to the overlay during operation 600. The affected unit was scrapped. This anomaly would not have caused or contributed to the reported event. Nine units were found to have discoloration on the taper during operation 8500. The lot was reworked following a standard rework process. This anomaly would not have caused or contributed to the reported event. This device is used for treatment. Operative notes from the patient¿s latest revision surgery state that the patient was diagnosed with rheumatoid arthritis and previously underwent bilateral knee replacement with revisions on each side. Trialing with provisionals showed equalized leg lengths and good patellar tracking. A segmental femoral component with a stem extension was implanted. Postoperatively the patient was noted to have flexion from 0 to around 80 degrees. Per the nexgen rhk package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.